Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump intermittently fails to operate, giving downstream occlusion (dso) alarm. It has given this error repeatedly in the last several days. The event happened during infusion. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D9: 7/16/2025. One device was returned for analysis of complaint that pump intermittently fails to operate, giving downstream occlusion (dso) alarm. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During visual inspection it was found that the dso was holding at a single value. The complaint was confirmed during functional testing. The dso sensor, dso seal and dso bezel were replaced, additionally the keypad and labels were replaced. Probable cause was damaged downstream occlusion (dso) sensor. Device passed testing post repair.